Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port broke and separated after placement. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: received one used 20ga bd nexiva IV closed IV catheter system d/l unit, which consisted of the catheter/adapter and extension line assemblies. Unit received in 2 portions and accompanied by the protective needle cover, and unused q-syte with dust cap intact. Also retuned was an undamaged opened package (blister pack) from lot 8235504. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of catheter broke/separated after placement with lot #8235504 regarding item #383536. DHR review of lot 8235504; was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two non-related qns ((B)(4)¿z-7 kinked tubing¿) and ((B)(4) ¿pkg. Missing print on package¿) were initiated during the build that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Disposition, root cause and corrective action were conducted per quality plan. 5 non-related and one potentially related temporary deviations were in affect during the build of this lot. Sap (quality notification) review; was conducted and disclosed there was no reject activity findings relevant to the defect for the lot number provided for this incident, as the two ip qns initiated for this lot were non-related to the reported defect. Peura (end user risk analysis) was analyzed to determine the risk to customer. With limited severity and occasional occurrence, the risk to the end user is acceptable. Visual/microscopic evaluation: the unit revealed that the extension tubing had detached from within the clear port of the catheter/adapter (stabilization platform). There was no visible damage to the tubing or winged adapter/stabilization platform (i.e. Cut, stress, break, etc.). Although both portions had extreme traces of media microscopic evaluation revealed there was no evidence of adhesive observed on the extension tubing and within the port on the winged adapter (stabilization platform). The defect identified in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone (B)(6) 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. CAPA 684099 was opened to investigate the separation adapter from tubing complaints and implement corrective actions.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port broke and separated after placement. No serious injury or medical intervention was reported.